Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.00 diopter, in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting and lens rotation. The patient complained of glare/halos. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was patient related factor.

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).